Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient near syncope presented in clinic for follow up when the device was observed to be in back up vvi mode. A device download was successfully performed. Furthermore, a test notifier was performed and the vibration could not be felt by the patient. The device remains implanted.